Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the left ventricular (lv) lead and device exhibited a decrease in pacing impedance measurements from 886 to 100 ohms. An increase in the right ventricular (rv) lead shocking lead impedance from 87 ohms to 103 ohms was also observed. It was noted that there was one measurement two months earlier of 100 ohms. The rv pace impedance and threshold measurements were stable and within range and there was no noise observed on the rv channel. The system remains in service and there were no adverse patient effects were reported.